Event description:
Extended dwell catheter found to be leaking at the hub where the catheter meets the hard plastic part. Skin was wet and blankets wet underneath. Patient glucose via heel stick was 65. Catheter was discontinued without further problems and an order for a PICC [peripherally inserted central catheter] was placed and attempts for that began. A video was taken of the leaking catheter to aide in investigations. There was no instrumentation used during catheter placement, no loops under dressing or other reasons to explain cause. Dressing was otherwise intact.